Event description:
It was reported during remote follow up that the right ventricular lead exhibited loss of capture and variation in r-wave amplitude. Imaging revealed that the lead had dislodged. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.